Manufacturer narrative:
(B)(4).the ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed.

Event description:
It was reported that a ventilator battery would not hold a charge. There was no patient involvement.